Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch mini lancing device holder was damaged. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 around morning time, the patient reported the alleged issue first occurred. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However on (B)(6) 2012 around 11:30am, the patient reported developing symptoms of "shaking" and self treated with some candy. The patient denied testing on another device. At the time of troubleshooting, the cca confirmed the lancing device had been in use for over 1 year and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported, due to the alleged issue, she was unable to test, therefore developed symptoms suggestive of hypoglycemia and required treatment to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the primary complaint was confirmed, the lancing device was found to have a broken holder cup.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.